Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, internal inspection, functional testing, and event history log review; the customer problem was duplicated. The pump was started and immediately alarmed the lec 1610. The pump was in good condition, no physical damaged found, and the labels were undamaged, and the tamper seal was missing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative confirmed the mainboard would be replaced.

Event description:
It was reported that there was lec1610. The fault was detected during the "stk", and the check was carried out by our technician and there were no patient injuries. There is unknown patient involvement.